Event description:
It was reported that the user experienced recurrent early-morning hypoglycemia, including one nocturnal low that did not initially respond to oral juice but resolved after eating chocolate, with blood glucose subsequently rising to 102 mg/dl; the user was advised to contact a healthcare provider for guidance on preventing these lows. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrate and recovery without hospitalization. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no device alarms related to the event and no confirmed device malfunction based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.